Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 23apr2024.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event rupture was received on april 08, 2024, with the lot number 1664119. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on radius side assessed fold flaw opening. Additional observations: ¿ observed stress marks on the device. No further actions are required as the device was implanted.